Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that prior to a lead implant procedure, the pin on the lead was bent. Lead has not touched the patient and the lead was not implanted. No further information available.